Event description:
A malfunction on the pump was reported by the caller, and no other notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump since the malfunction code ¿malf 3¿ was not resettable, and they advised the caller to use mdi as a backup therapy.